Event description:
The customer claims that when the pt exited the bed, the alarm did not sound. There was no pt incident or injury that occurred. They reported that they were using the alarm with an over-the-mattress sensor pad. They tested the alarm with different sensor pads and the results remain the same. They also reported that there was no visible damage to the alarm case or battery door and the batteries had been changed.

Manufacturer narrative:
(B)(4): the product has been requested to be returned but has not been received. (B)(4).